Event description:
It was reported that the belt clip for the customer's insulin pump broke while she was on vacation and her blood glucose was 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.